Manufacturer narrative:
Manufacturer's report date 3/5/1998. The pump's follower housing was returned. Magnification identified that a section of the follower housing was missing in the area where the orange latch engages the follower housing. The fractured surface of the follower is consistent with a brittle over stress fracture, possibly caused by a molding defect in the form of a void in the glass filled plastic. This acted as a stress concentrator and under load the component fractured. There is no previous history of this type of defect, and it has been determined to be a random occurrence that would not contribute to a free flow. The follower housing was installed into a pump for further testing. Accuracy was found to be within specification and no free flow was noted. The follower housing is spring loaded and in the event of a fracture at the point identified, the pressure pad of the housing closed itself and would not contribute to an overinfusion of free flow. Engineering could not duplicate the complaint.

Event description:
An overinfusion of propofol occurred. The pt's blood pressure dropped. The propofol infusion was stopped and adrenaline was given four times before the pt's blood pressure stabilized. It was noted that the propofol had continued to flow after the pump shut off.